Event description:
Spine stimulator not providing stimulation to relieve pain and maintain circulatory status of extremities. Attempted to revise lead but encountered two (2) broken wires. Subsequent surgery failed to place new spine stimulator lead. Pt transferred to another facility to complete the procedure.